Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer's blood glucose level was 103 mg/dl at the time of incident. Customer stated that they were unable to clear the alarm. Advised that the insulin pump will need to be replaced and to revert to backup plan. Customer does not want to troubleshoot. Customer also stated that they rewind the insulin pump and ran a self test but the error occurred again. The insulin pump will be returned for analysis.